Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks and review of the episodes was requested. A boston scientific technical services consultant reviewed the device data and identified morphology changes and oversensing. The consultant documented the reported clinical observations and discussed troubleshooting and programming options. No adverse patient effects were reported. It was reported that this patient presented to the emergency room after receiving an inappropriate shock. Review of the episode identified a sudden change in the patient's underlying rhythm from approximately 85bpm to approximately 160-165 bpm. The rate remained high for 3-4 minutes before oversensing occurred causing the inappropriate therapy. Noise was observed on the subcutaneous electrocardiograms (s-ECG). Arm provocations were performed in an attempt to reproduce the noise; however, no noise was observed. The vector was programmed to primary as alternate vector displayed small sensing amplitudes. The patient was admitted to the hospital and an exercise stress test was performed. The patient's heart rate only increased to 90bpm, resulting in the inability to reproduce the rhythm morphology which was present at the time of the episode. The patient was to be discharged and routine follow-ups would be performed. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate shocks and review of the episodes was requested. A boston scientific technical services consultant reviewed the device data and identified morphology changes and oversensing. The consultant documented the reported clinical observations and discussed troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.